Event description:
It was reported that blood leaked from the tubing of a flo-gard compatible blood set. The reporter stated that this occurred upon connection of the tubing to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the device identified traces of blood but found no non-conformities. An underwater leak test was then performed, which identified leakage from a tiny slit in the tubing near the luer lock. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.